Event description:
It was reported that during a lead revision procedure (related manufacturer reference number: 1627487-2022-05790 and 1627487-2022-05789) a portion of the lead one of the 2 leads remained implanted in the patient . Additional surgical intervention was undertaken wherein remaining portion of lead was explanted. Surgical intervention took place on (B)(6) 2022 with all issues being resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.